Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used lf5544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that opened a ligasure advance, plugged it in, activated it on tissue and it alarmed and did not complete the seal cycle. The reported condition was not confirmed. The sample was activated on simulated tissue, all seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The investigation found the device to function normally and within specifications. The IFU states: a regrasp alert indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a regrasp alert. Product instructions for use address possible regrasp situations. No trend has been identified for this failure mode. The customer also reported that the insulation sleeve was ripped. The reported condition was not confirmed. The clear insulation was not damaged. The sample passed hipot testing. The investigation found the device to function normally and within specifications. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the surgeon opened a ligasure advance, activated it on tissue and the device alarmed and did not complete the seal cycle. This happened with every activation and the surgeon tried numerous times. They opened a new ligasure advance and it worked the first time. When the nurse cleaned the first ligasure advance to return for this MDR she noticed the clear insulation sleeve was ripped. The nurse does not know if the sleeve was ripped when it was taken out of the packet or during the case. The surgeon said there was no injury to the patient and no blood loss caused by this incident. There was no significant increase in procedural time as the handpiece was changed relatively early in the procedure.